Event description:
Preoperative diagnoses: l3-4, l4-5, l5-s1 degenerative disk disease, l4-5 prior diskectomy. It was reported that on (B)(6) 2007, the patient underwent an l3 to s1 bilateral posterolateral fusion using acromed, expedium segmental instrumentation, left transforaminal lumbosacral interbody fusion with concord carbon fiber cage, right iliac crest bone graft and infuse bone morphogenetic protein and collagen carrier. Per the op notes, during the procedure, an 11 x 23 x 9 millimeter concord lordotic carbon fiber cage was packed with infused bmp matrix and them tamped into position and distraction removed. It was placed in the midline and appropriate in the ap and lateral views on image. Rods were contoured and then placed and seated in the sacrum, and the nuts were placed, tightened and torqued with some compression applied to the scoliosis on the left side. Final images showed ¿excellent position¿ and restoration of lordosis of the lumbar spine. The sponges were placed in the graft beds and then doubled over top of the bone graft and ample--which was present from the bone graft, as well as local bone from the interbody fusion and the decorticated bone from the graft bed itself. Then, the wound was closed. Sometime post op the patient reportedly began to experience the need for additional surgery, painful medical treatment, extreme pain, nerve damage, nerve impingement, and ectopic bone formation. The patient has reportedly sustained physical and mental pain and suffering and emotional/mental damage.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.